Event description:
A report was received that the trial patient had a headache after the procedure. The patient underwent an explant of the leads, was administered a blood patch, and did well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits, the explanted device was not returned to bsn as it was discarded by the medical facility.